Manufacturer narrative:
The reported event was confirmed as manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. An amber 3-way foley catheter was returned opened without original packaging. A photo sample was also returned. No hole was noted in the photo sample. A hole was noted in the irrigation funnel. The hole was confirmed to be by a weak spot caused by webbing. Device does not meet specification, as it does not meet the webbing - maximum acceptable section which states, " if the webbing has a pinhole, it is not acceptable". A potential root cause for this failure could be "program error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required as the reported event is confirmed as manufacturing related. Corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that a hole was found in the foley catheter which leaked irrigation and two catheters were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a hole was found in the foley catheter which leaked irrigation and two catheters were replaced.